Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (not powering on) has been confirmed. Upon investigation the battery charger/modem was unable to fully power on. The charger exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient's battery charger would not power on.